Event description:
New pt reported discrepant results: unk: (B)(6) 2010; inratio: 0.7, lab: 2.5. Unk date of lab result was reported to be "within a week" of the meter testing.

Manufacturer narrative:
Investigation pending.